Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.

Event description:
Patient reported a right side ¿rupture¿, ¿stabbing¿, ¿nipple pinching¿, ¿pain¿, ¿benign calcifications¿, and ¿small amount of fluid with adjacent peri-implant folds¿ device remains implanted.